Event description:
It was reported, that the device battery was replaced. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a,b,c,d and g grid, manufacturer narrative (chr,DHR and shr). Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed. Which did not confirm, similar complaints with the same or related failure mode. A review of the device history record showed, the device had a manufacture date of 16feb2016. The review was performed, from the date of manufacture to the present date 03jun2021. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the service history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a service failure. Which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device battery was replaced. There was no patient involvement.